Manufacturer narrative:
Additional information: d3(MFR name and street 1), d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument had an issue with staple formation. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-aided resection, right hepatic vein dislodgement during s7 segment resection, when clamping, the screen showed zone one. The hepatic vein has been trimmed of surrounding tissue, leaving only the blood vessels. The staple line that was attached to the tissue was not attached properly. It was either twisted or u-shaped. The staples at the base and the tip of the cartridge that did not touch the tissue were b-shaped. Also, the hemlock attached to the center was broken. After firing, there was no bleeding at the time of release. There was bleeding after that, but the blood loss was not more than 500 cc, and the operation was completed without an incident after conversion of the procedure into a laparotomy and when the surgeon hand-sewed to reinforce the staple line. The surgical time was extended for about 30 minutes.

Manufacturer narrative:
D10. Concomitant products: sigpshell sig power sigpshell control shell - (lot#unknown); sigphandle sig power sigphandle handle - (serial#unknown); sigadaptstnd sig power sigadaptstnd linear adapter - (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.